Event description:
At refill, drug was aspirated completely, but the hcp was unable to refill the pump. A lot of resistance was noted when attempting to fill the pump, the procedure was repeated, with the same result, the patient was receiving morphine sulfate. No motor stall was indicated on the programming screen. No specific information was provided regarding symptoms or treatment.